Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping or scrolling up noted during testing. Insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had scrolling numbers during an attempt to enter the blood glucose into the device. The caller stated that the blood glucose levels were unusually high, and the blood glucose reading was 19.0 mmol/l. The caller stated that the user treated with the insulin pump. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.